Event description:
Patient initiated the trial phase for nalu peripheral nerve stimulator implant on (B)(6) 2023 and after a sucessful trial the temporary leads were removed on (B)(6) 2023 . On (B)(6) 2023 nalu became aware that the patient had presented to the physician with potential septic arthritis. Two separate cultures were conducted and returned positive for e coli. Patient is pending revision of total knee replacement with antibiotic spacer. Nalu permanent implant was not placed.